Event description:
The manufacturer received information alleging a ventilator's screen is white. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint (screen was unable to read) was confirmed. The device's lcd display was replaced to address the issue.